Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any of the ethicon products involved (vicryl suture) caused and/or contributed to the post-operative complications: wound infection, described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products (vicryl suture) used in this procedure? If so, please provide details. Which specific ethicon products (vicryl suture) have been used during the procedures (product code, lot number)? Patient demographics? The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product available for return. Citation: j nepal med assoc 2023;61(258):145-149; https://doi.org/10.31729/jnma.6889 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: b-lynch suture management among patients with postpartum hemorrhage in a tertiary care centre: a descriptive cross-sectional study the objective of this study was to find out the prevalence of b-lynch suture management among patients with post-partum hemorrhage in a tertiary care center. From 1 april 2017 to 1 april 2021, 19 patients who underwent b-lynch suture management for atonic post-partum hemorrhage were included in the study. 1 patient was around 19-25 years old; 8 patients were around 26-30 years old, 6 were around 31-35 years old, and 4 were more than 35 years old. After managing atonic post-partum hemorrhage with medical drug, b-lynch suture was applied with vicryl 01 suture (ethicon). The effectivity was simply judged by the stoppage of bleeding after b-lynch suture application. Reported complications included wound infection (n=3). In conclusion, the prevalence of the use of b-lynch suture was similar to other studies done in similar settings. B-lynch suture is a valuable addition for controlling intractable atonic primary postpartum hemorrhage refractory to uterotonics, thus saving the life as well as preserving the future fertility of the woman.